Event description:
Additional information received. Rep reported paddle will be replaced with 5x6x5 on wednesday (B)(6) at (B)(6) hospital with dr. (B)(6). Additional information received. 2x8 was replaced today by a 5x6x5 paddle. Patient now has good coverage and the issue is resolved. Performed by dr. (B)(6). Nlink and mstar documented the change. Let me know if you need any other information. Please update the case.

Manufacturer narrative:
Continuation of d10: product ID: 977c290; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported via the manufacturer representative that they felt stimulation in their stomach, ribs and leg only on the right side. A contributing factor to the issue was the placement location of the lead. Reprogramming was done and the patient only felt stimulation in the right ribs and leg. The issue was not resolved at the time of the report. The plan was for the patient to try dtm programming and if that did not provide relief they would have a consult with the surgeon to place a percutaneous lead to the left of the current lead. Additional information received from the representative and the patient. The representative reported that the placement issue was due to the paddle being too far right. The patient had left sided pain and there was an issue with the procedure. Reprogramming was performed and they only felt stimulation on the right side. A revision of the lead would be performed; the revision had not been scheduled. The issue was not resolved. The patient reported that they received therapy on the right side of their body, but not their left side since implant. They had pinched nerves in their left side and needed therapy most in their left side even though they had pain on both sides of their body. The patient was reprogrammed and told to give it a few days, and they later called their representative and told them it wasn't working on their left side. They met with another representative and an x-ray revealed that one of the leads was "bent." The patient would be having another surgery in the future to fix the "bent" lead. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4) , implanted: (B)(6) 2021, product type: lead . Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 10-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.